Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc, filter migration and limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown g2 vena cava filter allegedly perforated, detached, and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The filter struts remain in branches of the pulmonary artery on the right and other locations however the current status of the patient is unknown. This information was received from one source. Patient age, weight, and gender were not provided.

Manufacturer narrative:
The reported malfunction was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdrs 2020394-2019-03113.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown g2 vena cava filter allegedly perforated, detached, and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The filter struts remain in branches of the pulmonary artery on the right and other locations however the current status of the patient is unknown. This information was received from one source. Patient age, weight, and gender were not provided.